Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient called indicating since 2015, patient felt his heart rate could not reach 60 beats per minute (bpm), which was below the lower rate limit set. Follow up information per patient indicated, patient took program check and physician adjusted the device and closed some function. Physician indicated device working well with approximately six months and to consider replacement. Patient was in hospitalization and sometimes felt weak. The ipg remains in use. No further patient complications have been reported as a result of this event.